Manufacturer narrative:
It was reported by the hospital contact that during use on patient, a kink was found on the coil (src14051220/p10530) and was unable to continue to push forward. It was initially reported that the product will be returned for analysis. The procedure was completed with a same like product (details unknown). There was no delay in the procedure due to the event. The product was stored according to labeling instructions. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Located 20.0 centimeters off the distal tip of the green introducer the core wire protrudes outside the sheath. The soft grey tip coil section was kinked at the protrusion site. There is no mechanical sheath damage at the protrusion site. The coil was returned undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edge elevated above the surface plane. A portion of the sheath was found to be protruding out through the fracture. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The complaint of the kink and the coils inability to be pushed forward is confirmed. The most likely root cause of the kink and the coils inability to be pushed forward may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which kinked the soft grey section of the tip coil and caused the corer wire to protrude outside the sheath. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: same like product (details unknown).

Event description:
It was reported by the hospital contact that during use on patient, a kink was found on the coil (src14051220/p10530) and was unable to continue to push forward. It was initially reported that the product will be returned for analysis. The procedure was completed with a same like product (details unknown). There was no delay in the procedure due to the event. The product was stored according to labeling instructions.